Manufacturer narrative:
The reported event of pinion gears fall out when bezels are changed file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit, the customer reported that when they were replacing pump module bezels, the pinion gear fell out of the motor when the motor was removed. This happened a couple of times. There were a few devices during the site visit observed to have third party parts. There is no report of patient involvement.

Event description:
During a site visit, the customer reported that when they were replacing pump module bezels, the pinion gear fell out of the motor when the motor was removed. This happened a couple of times. There were a few devices during the site visit observed to have third party parts. There is no report of patient involvement.

Manufacturer narrative:
The reported event of pinion gears fall out when bezels are changed file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.